Manufacturer narrative:
Additional/updated information was added to reflect the foot section of the bed being returned to the manufacturer for evaluation. The result of the evaluation was that smoke was emitted from the capacitor when the relay was depressed, forcing the activation, which confirmed the original complaint issue. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider stated when he plugged the junction box in, the bed was smoking. He stated the bottom of the junction box was melted.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The provider stated when he plugged the junction box in, the bed was smoking. He stated the bottom of the junction box was melted.